Manufacturer narrative:
No additional information is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) with this right ventricular (rv) lead exhibited a high shock lead impedance measurement of more than 125 ohms. A boston scientific technical services (ts) discussed troubleshooting steps on continued alerts. Additional information was received that all other measurements were within normal range. No revision procedure was planned nor performed. The patient resumed to normal follow up. No adverse patient effects were reported. The device and lead remain in service.